Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor stated that the pump was cracked at the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be confirmed. There were no cracks in the cartridge compartment. The battery compartment was cracked. There was no issue with loss of power and no evidence of moisture damage in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).